Event description:
It was reported that when (1) device was used during an abdominal hysterectomy. It would not fire and the staples jammed. Another stapler was used to complete the case. There was no consequence to the pt.